Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of an unknown device was unable to be disconnected from the tubing port of an intravia empty container after patient use. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available. This medical device report is report 6 of 8.